Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the mx450 did not alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the mx450 did not alarm. The device was in use during the reported event. There was no patient / user harm reported. A philips technical consultant (tc) went to the customer site and upon evaluating the device, was unable to confirm the alarm issue. The customer provided logs and wave strips which were reviewed by clinical staff. Th logs confirmed the device was operating as intended and the wave stripes had no runs of pvcs so there would be no alarm announced. The cause of the event was the user. Information was provided to the customer. The device remains on site.